Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID extend I on a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2014 to assess the instrument test well images. No customer product was returned to immucor for immucor investigation. Immucor laboratory tested retention product on (B)(4) 2014 which performed as expected. The customer returned the blood sample (B)(6) to immucor for laboratory assessment. Immucor's results on (B)(4) 2014, on this blood sample, reproduced the customer's original observations. An immucor field service engineer visited the customer site to assess the galileo echo instrument in question and found that this instrument was operating as expected. The original testing with dp071 was unexpectedly antibody not detected.